Manufacturer narrative:
(B)(4).

Event description:
The information regarding the empty pump and missed refill [the pump had not been filled in almost three years and the hcp in alaska was the last hcp to look at her pump. She had not been able to find a hcp to fill her pump in three years and the pump was empty.] Was reported in manufacturer¿s report 3004209178-2016-14727.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal drug via their implanted pump for non-malignant pain and joint pain/arthritis. Healthcare provider (hcp) listing were requested. The pump had not been filled in almost three years and the hcp in (B)(6) was the last hcp to look at her pump. She had not been able to find a hcp to fill her pump in three years and the pump was empty. Now the pump had moved out of the pocket and under her ribs. The pump hurts the patient and she either wanted it replaced and put back in the pocket or removed. Local listings were provided for (B)(6) and she would try to get an appointment. The change in therapy/symptoms was sudden. The event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was grinding on the patient's ribs and the patient had no doctor to take the pump out.